Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has a history of folliculitis. It had been discovered that the patient had scratched constantly at their incisions, resulting in them becoming open and infected. The device was deactivated and the patient was hospitalized while receiving intravenous antibiotic treatment. The s-ICD system explanted. No additional adverse patient effects were reported.